Event description:
It was reported that approximately four hours after a right transcarotid artery revascularization (tcar) procedure, the patient could not move her left side. Imaging did not reveal any abnormalities. The patient's symptoms have improved, but it is currently unknown if they have completely recovered. No further information is available at this time. At this time, the stroke etiology is unknown, and it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported against the nps out of abundance of caution.

Manufacturer narrative:
For section a2, the exact patient's age is unknown; however, it was reported that the age range is 80 years or older. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, the stroke etiology is unknown, and it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported against the nps out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.